Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to and found to have a severely bent grip, causing side-to-side misalignment of the grips. There was a 0.068¿ offset at the tips. The complaint regarding a broken jaw was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additionally, the instrument was found to have a dislodged molded insulator at the distal end. The instrument also was found to have dried residue on the clamping pulleys. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. The complaint regarding the force bipolar instrument jaw starting to break off was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy - benign surgical procedure, the force bipolar instrument jaw was starting to break off. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer reported that the issue was detected before the procedure started. The jaw was found cracked when they were setting up for the case.